Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. The patient hadn¿t used his system in a while and it wouldn¿t charge. The patient had some medical issues requiring hospitalization and was unable to charge. The implantable pulse generator (ipg) could not be interrogated. The patient stated that he had two overdischarges in the past and that he wanted to continue to use his system. The patient stated that he would like to have the ipg replaced. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury. The issue occurred during normal use. No symptoms were reported.